Manufacturer narrative:
Device eval: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. The pump was inspected and functional tests were performed with the pump passing all tests. It was determined the pump was functioning properly. It is unknown if a battery was with the pump when received by patient. The problem source could not be identified. The software was re-installed as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump "didn't come with a battery and lost programming." No adverse effects were reported.